Event description:
The report was received as "explant of mitral valve". No other information provided.

Manufacturer narrative:
Evaluation summary: the valve exhibited minimal to moderate calcification at the free margins of leaflets 1 and 3 at commissure 1. Minimal calcification was detected at the free margins of leaflet 2 and 3 at commissure 3. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2-3mm. Minimal thin layer of host tissue overgrowth was detected at leaflet 3 at the outflow aspect. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Disruption at cusp area of leaflet 1 at the outflow aspect tore some layers of the tissue but did not penetrate the entire thickness of the tissue, may have been due to explant. The x-ray demonstrated minimal calcification. Method: x-ray. An incorrect model number was initially reported. However, on 03/02/2012, under visual inspection of the valve, it was determined that this was a mitral model device which is MDR reportable. The device was further dismantled for the serial number to determine the exact model and measured for size. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No patient or additional event information has been provided by the health care provider. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without additional information from the health care provider, we are unable to determine the root cause for explant of this device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.